Event description:
It was reported that an attempt was made to use a gooseneck snare to treat a lesion. IFU was followed however, catheter disconnected (cut off). A new package was opened to complete procedure. No patient injury reported.

Manufacturer narrative:
Product analysis #(B)(4): device received hooped in a shelf carton. Labelling information matches that reported in the complaint file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: only the snare wire, torque device and introducer were returned for evaluation. No damage was observed to any part of the snare or the snare wire. The catheter was not returned for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.